Event description:
The customer reported fluid leaked from the wash tower and contained within the unit, involving access 2 immunoassay system. The customer noted the fluid was dripping from the wash tower. The customer had on personal protective equipment (ppe) and cleaned up the fluid. The customer evaluated the unit and no issues were noted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) was at the facility on (B)(4) 2012. The fse discovered the wash tower wash nozzle-ring leaked. The fse removed the modules, cleaned up dried liquid deposits, and replaced the nozzle assembly. The fse verified system repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. Beckman coulter (bec) internal identifier for this report is (B)(4).